Event description:
It was reported that the customer had high blood glucose levels of 418mg/dl and 485mg/dl. Customer advised that he received cortisone shots in his knees, and was advised that it could raise his blood glucose levels. Customer treated with manual injections. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).